Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted, and new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.